Manufacturer narrative:
(B)(4). Initial MDR mailed on march 25, 2015. On (B)(6) 2015, the philips proactive monitoring system, diagnostic analysis and reporting (radar) system detected a s_command_button_stuck_error. A philips field service engineer(fse) contacted the customer. The customer stated they were not aware of the error and there were no issues with their brilliance ict due to the error. The fse confirmed there was no harm to a patient, operator or bystander. On (B)(6) 2015, the fse arrived onsite and proactively replaced the left gantry control panel. However, after replacement of the left gantry control panel, the customer reported an issue when the user presses the up and in button, the couch will move out and down. The fse was instructed by a philips remote service engineer (rse) to replace the footswitch as this may be the case of the "err_type warn errnum s_command_button_stuck_error". On (B)(6) 2015, the fse arrived onsite to replace the footswitch to resolve the issue. CT engineering determined this reported event to be of acceptable risk. The following mitigations apply: two, redundant monitors are controlling the motion. Hw emergency stop button stops all the motions. Instructions in the instruction for use to observe patient during all movements. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. As the failed parts and bugrep were not available for further analysis, CT engineering was unable to determine the cause of this malfunction. Troubleshooting by the fse and rse suggests the cause to be failure of the footswitch.

Event description:
The philips field service engineer (fse) reported that philips proactive monitoring system, diagnostic analysis and reporting (radar) system detected a s_command_button_stuck_error. Per the fse the customer was not aware of the error and no issues had occurred due to the error. The fse confirmed there was no harm to a patient, operator or bystander. The fse proactively replaced the left gantry control panel to resolve the issue.

Event description:
The philips field svc engineer (fse) reported that philips proactive monitoring system, diagnostic analysis and reporting (radar) system detected a s_command button stuck error. Per the fse, the customer was not aware of the error and no issues had occurred due to the error. The fse confirmed there was no harm to a pt, operator or bystander. The fse proactively replaced the left gantry control panel to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).